Manufacturer narrative:
Additional patient code (f10): 2091/swelling 1932/inflammation exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
The clinician reported that over 1 year after the dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted the peri- implantitis, pain, inflammation and swelling in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Additional patient code (f10): 2091/swelling. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 1 year after the dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted the peri- implantitis, pain, inflammation and swelling in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
(B)(4), it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that over 1 year after the dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted the peri- implantitis, pain, inflammation and swelling in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.